Event description:
Related manufacturer report number:3006705815-2023-07780, 3006705815-2023-07779. It was reported that the patient's scs leads had migrated, and the patient was experiencing discomfort at the site of their ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were repositioned and the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott a patient underwent a revision to address the migration of two leads. During the procedure both leads were repositioned. The ipg was also replaced due to pocket discomfort. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.